Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced as backup alarm is mounted on it. Software is version 2.30. The unit was checked overall, cleaned, run in test, tested alarms, and was confirmed to operate properly. Check test was performed and no abnormality found. The device was returned to the customer and ready for clinical use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error code was found on the screen. The device was in use at the time and no intervention was needed between switching devices and the ventilator settings did not require a change. No harm was reported.